Manufacturer narrative:
Date sent to the FDA: 05/14/2009. Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the blade dulled and was not cutting well. A second device was then used to successfully complete the procedure with no adverse pt consequences.